Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced the device's battery pins, as well as the battery contact assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a procedure involving a patient.  The specific procedure was not provided.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  The customer advised that they were unable to release any additional information regarding the patient.